Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of high inr result from their coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. At 11:00 am the meter result was 3.9 inr and at the same time, the laboratory method result was 2.9 inr. The customer's therapeutic range is 3.0 - 4.0 inr. The results were reported to the customer's doctor. The doctor considered the laboratory result to be correct. There was no allegation of an adverse event. The customer stated that their arm is sore but did not seek any medical treatment. The customer's hematocrit as of (B)(6) 2018 was 38.4 percent. The customer does not have antiphospholipid antibodies, is not on heparin, is not on direct thrombin inhibitors, has not had any warfarin changes based on their meter results, no changes in diet, is on no new medications, and has had no additional illnesses. The customer requested only for their strips to be replaced. Replacement product sent. Retention test strips (lot 345213) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.